Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006, the patient was admitted with pre-op diagnosis of spondylolisthesis , l4-5, with synovial cyst, l4-5. On (B)(6) 2006, the patient presented with pre-op diagnosis of postlaminectomy syndrome with symptomatic degenerative spondylolisthesis and associated spinal stenosis l4-5 with symptomatic synovial facet cyst. The patient underwent following procedures: harvesting right posterior iliac crest bone graft. Posterior segmental fixation using ccd instruments. Posterolateral fusion l4-5. Harvesting autogenous fat graft for post epidural coverage. Intraoperative fluoroscopic navigation for instrumentation placement. Rhbmp-2/acs implant placement bilaterally l4-5. Per op-notes, ¿.. The rhbmp-2/acs implant , all four collagen implants were prepared in the usual fashion with the first layer of the implant placed on the decorticated transverse process between l4 and l5 with the bone graft placed on top of that and a second layer of the rhbmp-2/acs collagen graft pledget placed. This created a "sandwich" of the rhbmp-2/acs implant surrounding the bone graft on both right and left sides in a similar fashion. The bone screws were placed which consisted of 5.5 x 50 mm multiaxial screws bilaterally at l4 and 5.5 x 40 mm multiaxial screw in the left at l5. A 6.35 mm rod was used for both left and right sides. .the patient tolerated the procedures quite well without any known intraoperative complications ..¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.